Event description:
It was reported that during a lap. Gastric band procedure two 12mm trocars were being used. One for the instruments and one for the camera. The one for the camera was used through the whole procedure and had a slow leak. The second trocar was the instrument port. This trocar was use 3/4 of the case and the leak was significantly worse than the camera leak so they replaced that trocar with another trocar. A third trocar leaked but they finished the case. The surgeon stated that in a normal procedure where the trocar is not leaking he uses average 200cc of co2. In this procedure the surgeon used 673 liters of co2. The surgeon checked all the trocars to determine exactly where the leak was coming from by putting water on the top of each trocar to see which ones were leaking. The ones where the water was bubbling were the b12lt trocars. The surgeon stated that whenever there was pressure or the device was moved the trocar leaked more. Sometimes he wiggled the device and the leak would stop. The patient's abdominal wall was 4 to 5 cm thick and a bmi of 42. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.